Event description:
It was reported that during follow up, the pulse generator exhibited loss of output and measured high impedance on the right ventricle channel. Upon pocket revision, it was noted that the ventricular lead was not fully inserted in the header and the setscrew was not fully tightened. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.